Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance is affected.

Manufacturer narrative:
Conclusion: according to the currently limited available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user's hearing performance is affected.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.